Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impendence resulted in eri. Battery voltage - battery depletion indicated/eri. Eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device reached the elective replacement indicator due to premature battery depletion in under five years. The device was explanted and replaced. It was also reported that the atrial lead had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.